Manufacturer narrative:
Complaint reference number: (B)(4).

Event description:
It was reported that, during set up for a tonsillectomy, the surgeon found a failure with the sterilized packaging of the evac 70 xtra coblator ii. The sterile barrier was compromised. The procedure was carried out after a non-significant delay, using a back-up device instead. There was no patient involvement.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed no manufacturing abnormalities. No visual issues were found. The device does not look to have been used. Product was out of the original packaging. No packaging returned. A functional evaluation was performed, the opened device was tested and plugged into the controller and registered settings (7,3). Which is expected. The wand produced plasma as expected. An analysis of the customer provided image found the evac 70 xtra coblator ii package open with the device inside. It cannot be confirmed with certainty that the seal on package was defective. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. Corrected data: h6: health effect - impact code.